Event description:
The following information was received from global pharmacovigilance (gpv) and is a literature report from the USA of bacterial peritonitis with culture positive for acinetobacter baumannii in a patient subsequent to therapy with 1.5% and 2.5% glucose peritoneal dialysis solutions. On an unreported date the patient experienced bacterial peritonitis with culture positive for acinetobacter baumannii. She was admitted to the hospital after complaining of acute onset of severe epigastric abdominal pain, nausea, vomiting, and diarrhea for 12 hours. She reported new-onset cloudy peritoneal dialysate fluid but denied any fever or chills, bloody stools, or abnormal dietary intake. The patient had no prior episodes of peritonitis, catheter removal, or other complications related to capd. The patient had been on ciprofloxacinby mouth (po), metronidazole (po) and vancomycin intraveneously (IV) for her post surgical infection, but this was changed to IV vancomycin, IV metronidazole and IV ceftazidime. When the susceptibility results were reported the metronidazole and ceftazidime were discontinued and the patient was treated with ampicillin-sulbactam IV 1.5 gram (g) every 12 hours and intraperitoneal ampicillin-sulbactam 200 milligram (mg) per 2 liter (l) bag which dwelled for the entire 6 hours of every peritonealdialysis exchange. The patient continued to have abdominal tenderness and nausea. Intraperitoneal polymyxin b (30 mg) per 2-l bag was initiated and dwelled for the entire 6 hours of every peritoneal dialysate exchange. In addition, the IV dose of ampicillin-sulbactam was increased to 3 g every 12 hours. She began to show improvement on this regimen and the patient was eventually discharged. The patient recovered. According to the reporter, the patient had a. Baumannii peritonitis, successfully treated with intraperitoneal administration of polymyxin b and ampicillin-sulbactam.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis -no malfunction or use error is not confirmed. The assignable cause is no device malfunction or use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.